Manufacturer narrative:
No sample has been returned for evaluation for the report of not cutting; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
A customer reported that a colleague experienced a vitrector not cutting during a vitrectomy procedure a few weeks ago. The status of the aspiration was not noted. There is no known harm to the patient. Additional information was requested, however, the reporter indicated they are unable to provide additional information.